Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2990 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2990 at, or below the url concentration of 0.034 ng/ml cannot be determined, therefore a reagent issue could not entirely be ruled out. Vitros tropi es precision testing performed was within acceptable guidelines suggesting an instrument issue was not likely a contributing factor. Additionally, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 2990. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot 2990 in combination with a vitros 5600 integrated system. Patient sample result of 2.030 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported outside of the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the second samples. Ortho was not made aware of any allegation of actual patient harm as a result of this event. (B)(4).